Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to septic shock. Whether the outcome was device or therapy related was not provided. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the septic shock was caused by methicillin-resistant staphylococcus aureus (mrsa) bacteremia driveline infection. The device operated as expected. The patient had multiple blood cultures positive for mrsa over the past 2 years. The infections were treated with multi-antibiotic regimen based on culture and sensitivity, but the latest was on vancomycin, meropenem, and ceftaroline. The patient was also placed on acyclovir concerning for herpes simplex virus (hsv) encephalitis.